Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices were not communicating. The technical support specialist found that all stations were on co, and the datasync service was not starting. There was issues with the appsettings.json file were identified. The. Json file was corrected, and the datasync service started. The station was taken off co, and the case was closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, all devices were not communicating. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.